Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01905. It was reported that noise oversensing on the right atrial (ra) lead, and low, out of range, low voltage lead impedance was observed on the right ventricular (rv) lead. The leads were capped and replaced on(B)(6) 2020. The patient was stable throughout the procedure.